Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. Subsequently, the patient underwent a revision procedure, and this product was explanted and replaced. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.